Event description:
It was reported that during implant the physician implanted a single coil high powered right ventricular (rv) lead and the lead was unable to rescue the patient during defibrillation threshold (dft) testing. The lead was replaced with a dual coil lead. Additionally, the patient had coronary artery bypass graft less than a week earlier and has a small pneumothorax which was felt by the physician to be precipitating factor in dft failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).